Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. A service history review (shr) was unable to be performed as no serial number was provided.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an error message appeared on the cadd-solis pump screen stating, ¿downstream occlusion.¿ troubleshooting steps were attempted but were unsuccessful. No kinks or visible issues were found with the tubing. A new medication mix was prepared, and the tubing was replaced, which resolved the error. The patient, who is receiving IV remodulin therapy, held the current dose due to joint pain and plans to increase the dose today. The patient is also experiencing extremity pain. The reported product fault did not occur while the device was in use with the patient and did not cause or contribute to any patient or clinical injury.